Event description:
The customer contacted stryker to report their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Manufacturing date h4 has been updated. The initial medwatch report indicated: manufacturing date h4: 02/06/2015 the initial medwatch report should indicate: manufacturing date h4: 02/05/2015.

Event description:
The customer contacted stryker to report their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and verified he reported issue. The error code was cleared and did not return however the customer declined further recommended repairs unrelated to this event. The device was returned to the customer as requested without all of the recommended repairs and instructed to not use. The cause of the reported issue could not be determined.